Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. Upon eval, the battery pack would not power on and monitor and would not charge in the charger. Upon further review of the pt's flag files, the pt had used the battery for 19.5 hours before getting the first low battery notification. The pt continued to use the battery for an add'l 24 minutes in the low battery alarms continued to alarm. The pt had used the battery for an approx total of 20 hours. The cause for the battery not holding its charge cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The last pt to use the battery pack did not report any issues.

Event description:
A review of service data detected a reportable event. During servicing, battery pack (B)(4) was non-functional. The last pt to use this battery pack did not report any deficiencies.